Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set had black foreign matter in the filter that was found during the priming process. The following information was provided by the initial reporter: "there is a black dot in the filter that was discovered while we were priming the line".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-aug-2022. Investigation summary: one sample of item number 20350e was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the sample indicates that there are black particles within the filter of the assembly. A device history record review for model 20350e lot number 21059524 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue seen in this complaint was found to be at the component supplier level. During the injection molding process of the filter component, charred material from the resin heating and feed process can manifest as embedded particulate material. This is a cosmetic condition only and has no impact to product functionality. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set had black foreign matter in the filter that was found during the priming process. The following information was provided by the initial reporter: "there is a black dot in the filter that was discovered while we were priming the line".